Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms, no ramping numbers, or scroll bar moving on its own noted. All operating currents are within specificaton. No unexpected failed battery test alarm, battery out limit, or weak battery alarms noted. The device functioned properly. The device had a scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.